Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced hypergranulation at the stoma site. Cultures were collected on (B)(6) 2025 resulted in positive culture for unknown organism. The patient was treated with oral antibiotic, keflex 500 mg four times a day for seven days. Follow up performed on (B)(6) 2025 confirmed resolution of infection. The device remains implanted.